Manufacturer narrative:
The rapid infuser, ri-2 involved in the incdient was returned to belmont for investigation. The reported failure was not easily replicated, however after extensive testing by continuously pressing various buttons on the screen for 1-2 hours, it was confirmed that the touch screen became intermittently frozen while the system was infusing. No evidence of fluid contamination was found during the investigation. Although a definitive root cause could not be established, belmont upgraded the system to the current revision. The unit subsequently passed all test specifications and inspection requirements. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature.

Manufacturer narrative:
The rapid infuser, ri-2 involved has been returned to belmont for investigation; evaluation of the unit is in process. Fluid contamination can cause problems with internal components on the daughter board or the membrane switch/cpu board interface, however without results of the investigation a root cause of the reported unresponsive touch screen and power switch cannot be established. The operator's manual cautions the user: "immediately wipe any spills from the device." The operator's manual also offers possible conditions and recommended operator actions in the event that the keypad is unresponsive or the system is unable to power off. No patient injury was reported. A final follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that while using a rapid infuser, ri-2, the user was unable to stop infusing due to a nonresponsive touch screen. The user was unable to turn off the device with the main power switch and therefore unplugged the power cord from the ac outlet to deplete the battery.